Manufacturer narrative:
The device is used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to a device marketed in the USA. Subject device has been received and is currently in the evaluation process. The manufacturing records were reviewed and no complaint related issues were found. Placeholder.

Manufacturer narrative:
Device used for treatment and not diagnosis. The present connector was analyzed for conformance to print specifications as well as the device history record was researched; no abnormal findings were identified. Manufacturing and inspection records indicated no problems with the lot in question. The fracture face is homogenous which indicates material conformity. We even sent both instruments to our manufacturing plant for a detailed analysis; no fault could be detected. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. Therefore we are not able to determine the exact cause of this occurrence. We can only assume that a mechanical overload caused the breakage which would explain the clearly visible hammer-blows at the shaft. Placeholder.

Event description:
This is 1 of 1 report for complaint (B)(4).

Event description:
A device report from synthes (B)(4) provides information from a facility in (B)(6). It was reported that the hammer connector broke at the interface. During insertion of a proximal femoral nail, 240mm, when the surgeon applied gentle mallet hits to the end of the hammer connector to position the nail further into the canal, the hammer connector broke at the interface between the stainless shaft and the black threaded component which is still threaded into the radiolucent handle for pfn, pfna.